Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with a 560cc mentor memorygel breast implant on the right side. Reportedly, the placement of this implant was not expected as the rupture that the patient experienced then was also not expected. The surgeon used what was in stock but it was not the correct size and type. As a result, the patient was scheduled for implant explantation and replacement on (B)(6) 2021.